Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set tubing snapped on (B)(6) 2025. The insertion site was abdomen. The infusion set was in use for 24 hours the patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4) complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010846, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010846". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010846 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 7 on 06/jan/2025, with a total of (B)(4) units. Glue-tubing lot: the lot 4m02660 was manufactured according to the wi version 65 and manufactured in the machine sc01 on 13/dec/2024, with a total of (B)(4) units. The lot 4m03820 was manufactured according to the wi version 65 and manufactured in the machine sc02 on 18/dec/2024, with a total of (B)(6) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) raised during sterilization process unrelated to complaint code, therefore, no nc raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.